Event description:
It was reported that the patient experienced pulling off of the skin as the product was being removed. At the time of this report, the patient is said to be recovering and no hospitalization was required.